Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the butterfly clip was not gripping and the stat lock was falling apart. The risk was if the PICC line is not gripped properly, it is easier for the child to pull it out of position and the child will lose access. Plastic from stat lock came away from white adhesive. Parent reinforced with another dressing on top. No other information was provided.